Event description:
Caller reported a power source alert 07 with the pump. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after plugging the charging cable into a wall adapter, resolving the issue, and no further assistance was required. As a goodwill gesture, the pump was replaced since the problem occurred weekly. Customer will continue to use the current pump and was instructed on how to return the problematic pump.